Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the customer through the process, after which the error did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, which the customer understood and acknowledged.